Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor did not pair with the ilet due to entry of an incorrect sensor code, resulting in repeated pairing failures until the user removed the sensor and later started a new dexcom g7 sensor with the correct code and pairing steps, after which glucose readings resumed; the problem involved an improper procedure during pairing and no specific device component was implicated. Symptoms included hyperglycemia with a glucose peak of 189 mg/dl and no associated clinical symptoms. Outcomes included a delay to therapy. User support included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow pairing instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.